Event description:
On (B)(6) the patient reported that he was admitted to the hospital for dka. Animas has attempted to contact the patient to obtain additional details but has been unable to contact the patient. Although animas could not obtain additional information this complaint is being reported because the patient was allegedly admitted to the hospital on dka while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.